Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015 due to respiratory failure. The caller stated that the customer passed away due to complications of diabetes and cystic fibrosis. The caller stated that the customer had diabetes mellitus and bacterial infection; colonization of the respiratory. The customer had the infection for a while, with the cystic fibrosis. The caller did not know the customer's blood glucose at the time of death. However, the caller stated that the customer's blood glucose was closely monitored at the hospital. The customer was not wearing the insulin pump at the time of death; it was disconnected when the customer was admitted to the hospital. The device was removed by emergency workers. The customer was using sensors but was not wearing one at the time of death; it was removed at the time of hospitalization. The caller agreed to return the insulin pump for analysis.